Event description:
It was reported that when the patient presented to the clinic for follow-up, post-paced t-wave oversensing was noted on a stored egm. Programming change was discussed but not made at this time. No patient symptoms were reported.